Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Therefore, this device was explanted and successfully replaced. Other than the replacement procedure, no additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific.